Manufacturer narrative:
The cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted. The cot was found in need of maintenance; however, none of the mechanical observations would have contributed to the reported incident. The cot was cycled multiple times, with and without weight, and the cot locked securely into every position. The alleged incident could not be duplicated. The complainant was unable to provide any additional details regarding the allegation of patient injury. The IFU for the product provides sufficient instructions for moving the cot between positions and verifying the cot is in a locked position before releasing hold of the cot.

Event description:
The complainant reported while transporting a patient, the medic began to lower the cot and when they released the lever to reengage the cot it allegedly did not reengage and lowered to the ground tipping over. The cot was approximately 12" from the ground at the time of the incident. The patient allegedly reported injury but no details have been provided.

Event description:
The complainant reported while transporting a patient, the medic began to lower the cot and when they released the lever to re-engage the cot, it allegedly did not engage and lowered to the ground tipping over. The cot was approx. 12" from the ground at the time of the incident. The patient allegedly reported injury, but no details have been provided.